Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending coronary artery, which was 60% stenosed, with no tortuosity and little calcification. The proximal shaft of a 3.0x20mm nc trek balloon dilatation catheter (bdc) snapped and broke during advancement over the guide wire. No excess force was used and nothing out of the ordinary, such as difficult access to the lesion, was noted. The distal portion of the bdc was simply removed from the patient anatomy. Another same-sized trek bdc was used to complete the procedure. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided.